Event description:
It was reported that there was a lead alert for increasing, high impedance. It was also noted that the lead was oversensing and had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.